Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's stimulation was decreasing by itself. Diagnostic testing revealed high impedance values on all of the patient's lead contacts. Reprogramming temporally provided effective therapy for the patient. However, later, additional information revealed the patient's lead was fractured causing high impedances. As such, the patient underwent surgical intervention where the lead was explanted and replaced. Effective therapy was restored following the procedure.